Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported complaint of multi-function cable (mfc) pads not recognized was confirmed in the logs but could not be duplicated during testing. Log review showed multiple cable ID changes, suggesting an intermittent connection with the mfc. The mfc used during the event was not returned for evaluation. The device passed functional testing including under vibration without duplicating the report. The defib receptable was replaced as a precaution and a new mfc was returned with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.